Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the connection site, and separation of luer connection and mating component. The following information was provided by the initial reporter: luer lock not fitting properly and therefore leaking patient injury: no.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-02. H6: investigation summary one retracted needle hub assembly, a catheter adapter assembly, and an opened package were received by our quality team for evaluation. From reading the customer verbatim the defect occurred when making a connection, a secure connection was unable to be made resulting in leakage to occur. A visual inspection of the device was performed and it was identified that the actuator has been pushed through the septum and damage is present to the inside of the luer. The actuator being pushed through the septum supports the customer report of making a connection. The damage to the inside of the luer may be the cause of leakage. A leak test was performed and leakage was observed from the damage to the luer as well as under the nose of the adapter; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The damage observed to the inside of the luer likely occurred in zone 5 during the following processes, set together or seat catheter stage. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. The observed damage is unlikely to occur in the clinical environment due to the luer geometry. (The diameter of the luer end is larger than an iso luer and tapers down to iso for ease of use). Operators perform sampling per the quality plan to detect and mitigate the occurrence of this defect. Additionally, preventative maintenance (pm) is performed to ensure proper function of the manufacturing equipment. The pm records were checked and found to be up to date during the manufacturing of this lot. A project is under the effectiveness period to address the defect of damage to the inside luer of the blood control units. A microscopic inspection of the nose of the adapter was performed to identify the origin of the leakage. A cut was observed in the catheter tubing just above the nose of the adapter. The damage to the catheter tubing does not have the characteristic v or half circle shape of a spear through indicating that the damage is likely not from the needle tip. Additionally, this leakage was observed immediately upon testing, and it was noted that the damage was not reported in the event description. Leakage at this juncture should have been immediately visible during venipuncture and is very likely to have leaked prior to leakage out the luer end. This indicates that either the leak from the tubing was observed by the customer, but not reported, or the damage occurred during use, handling, or transportation of the sample. The damage to the luer adapter resulting in leakage was identified to be manufacturing related. A root cause for the damage to the catheter tubing was not determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the connection site, and separation of luer connection and mating component. The following information was provided by the initial reporter: luer lock not fitting properly and therefore leaking patient injury: no.